Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. The device was returned and evaluated by product analysis on 02/26/2014 with the following findings: there's a crack along the battery compartment threads. No battery cap returned with pump. Test cap used for investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue: two days ago, when tightening battery cap noticed crack in case at battery compartment. Yellow oring on battery cap is now visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.